Event description:
It was reported that a complete heart block (chb) occurred during the implant of a transcatheter bioprosthetic valve. The chb was confirmed upon turning off the temporary pacing and valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) in the cusp overlap view, and 6 mm on the left coronary cusp (lcc) in the left anterior oblique view. The valve was fully deployed; however, after release from the delivery catheter system, the valve moved to a final depth of 6 mm on the ncc and 7 mm on the lcc. Additional information was received that a pre-implant balloon dilation was performed using a 20 mm balloon, and a non-medtronic guidewire was used for the valve implant.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012245461); product type: 0195-heart valves; updated data: b5. Second paragraph added h11. Lot number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a complete heart block (chb) occurred during the implant of a transcatheter bioprosthetic valve. The chb was confirmed upon turning off the temporary pacing and valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) in the cusp overlap view, and 6 mm on the left coronary cusp (lcc) in the left anterior oblique view. The valve was fully deployed; however, after release from the delivery catheter system, the valve moved to a final depth of 6 mm on the ncc and 7 mm on the lcc.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Added third paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a complete heart block (chb) occurred during the implant of a transcatheter bioprosthetic valve. The chb was confirmed upon turning off the temporary pacing and valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) in the cusp overlap view, and 6 mm on the left coronary cusp (lcc) in the left anterior oblique view. The valve was fully deployed; however, after release from the delivery catheter system, the valve moved to a final depth of 6 mm on the ncc and 7 mm on the lcc. Additional information was received that a pre-implant balloon dilation was performed using a 20 mm balloon, and a non-medtronic guidewire was used for the valve implant. Approximately 4 months after the procedure, the patient passed away at a different hospital due to ischemic heart failure.